Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.

Event description:
During implant procedure, the guidewire was retracted from the vessel of deployment while the cardiomems was tracking over the guidewire. It was decided to pull out the cardiomems sensor to reposition the guidewire. Upon taking out the sensor through the 12f sheath, the sensor became partially detached from the catheter, making it unusable. The procedure was cancelled due to this issue. There were no adverse patient consequences.